Manufacturer narrative:
The complete lead was returned intact. The guidewire was returned in the lead and was exposed out of both ends of the lead. Both stylet insertion and guidewire insertion tests passed without issue, indicating no blockage in the lumen. Visual inspection revealed no abnormalities. Laboratory testing was unable to reproduce the reported difficulty inserting the guidewire, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observation.

Event description:
It was reported that this left ventricular (lv) lead was an attempted implant due to difficulty inserting the guidewire. The lead was flushed prior to implant, and the guidewire was successfully inserted. However, once implanted, it was noted that a lot of force was necessary to turn the guidewire within the lead. The lead was extracted and flushed again outside the patient. The guidewire was once more inserted into the lead but got stuck. Subsequently, a different lv lead was successfully implanted in its place. No adverse patient effects were reported.